Manufacturer narrative:
Supply distribution supervisor. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that an infusion of ceftriazone was noted to be cracked at one of the connectors of the tubing and leaked while on a patient. There was no patient harm.

Event description:
The customer reported that an infusion of ceftriazone was noted to be cracked at one of the connectors of the tubing and leaked while on a patient. There was no patient harm.

Manufacturer narrative:
Concomitant medical products: medication bottle of ceftriaxone (lot 860178m, exp 1feb2021). The customer¿s report that the tubing cracked and leaked was confirmed by visual inspection and functional testing. Visual inspection of the set noted no evidence of crush marks or damage to either the upper or lower fitment. No other obvious damages or anomalies were observed on the remainder of the set. The cause of the leak was the tear in the silicone tubing. The root cause of the tear was not identified.